Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. As a result of the full break, functional testing for motion related issues could not be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was also found to have a detached fragment. The fragment originated from the broken pitch cable at the distal end. The complaint was confirmed based on failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that the tips of the tenaculum forceps instrument were moving in the opposite direction. The wires were exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the movement issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The failure was not related to an inability to move the instrument at all (e.g., static instrument). The instrument did not move in the intended direction. The issue was persistent. There was no patient injury. The instrument was inspected prior to use. Broken cable was identified at the end of the myomectomy case. No fragment(s) fell inside the patient's anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: remove isifa2024-08-r from h9.